Manufacturer narrative:
Date rec'd by MFR: 01oct2019. The customer's biomed confirmed the reported flow error. The customer's biomed replaced the sensor pcb to address the reported problem, and the complaint was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 02july2019. A follow up report will be submitted once the evaluation is complete.

Event description:
Customer contacted technical support stating that the unit had an error code message of flash programming error, flow sensor mismatch, various combinations of power failures, crossover circuit fault, and cannot read oxygen flow sensor. The customer reported there was no patient involvement.